Manufacturer narrative:
An event of retraction problem and valve capsule damage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information, the cause of the reported valve capsule damage appears to be a cascading effect of the retraction problem. However, a cause for the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that to (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The valve was deployed to 80%, but was the valve was too high on the lcc. Therefore, the physician decided to recapture the valve. However, the valve was unable to fully recapture the device. It was observed that the capsule had accordioned on itself. They tried to rotate the micro adjustment wheel with no luck. The physician removed the delivery system with part of the valve sticking out of the capsule. No adverse patient effect was noted. A new navitor valve and flexnav delivery system were chosen and completed the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.